Event description:
It was reported by the risk manager that the pt went to see his dr for slight open areas on the incision after surgery. The open areas were treated with antibiotics.

Manufacturer narrative:
No product returned for eval. Therefore, no conclusion can be drawn.